Event description:
Per the clinic, the patient experienced performance decrement with the device, and the electrode array was found to be folded within the cochlea. Subsequently, the device was explanted on (B)(6) 2025, and the patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but it has not been made available as of the date of this report.